Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for "other". It was reported that the implantable neurostimulator recharger (insr) was having issues charging with the desktop charger (dtc). The dtc connector pin previously started having to be held in a certain position to charge the insr but now it was even more inconsistent. There was a broken connector. One day, the implantable neurostimulator (ins) battery depleted due to not being able to charge with the insr, so the patient had more pain that day. The ins depletion and increase in pain occurred in (B)(6) 2015. They were able to get the ins charged again to reactivate stimulation and resolve the increase in pain. It was noted that it was sudden. The patient thought the cause of the issue was general wear-and-tear. The patient had spoken with a manufacturing representative (rep) but nothing further was done.

Manufacturer narrative:
Analysis found the connector pins were broken on the cable assembly of the desktop charger.